Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. Customer reported that reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. Customer stated that insulin pump was vibrating. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version 2.10h. Retainer ring - clear. Customer returned pump for alleged no vibration/alarm and cosmetic damage located at the retainer ring found on mar 1, 2021. Unit passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Unit successfully download to thus and carelink. No audio/vibrate/absence of alarm anomalies noted during testing. The electronic assemblies were inspected and no anomalies noted. The following were noted by visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, missing display window/cover, serial label damage, cracked retainer, cracked reservoir tube lip, keypad overlay texture damage, keypad overlay peeling, end cap address label missing and minor scratches on lcd window in summary, customers alleged retainer ring damage was confirmed by visual inspection where a cracked retainer ring and cracked reservoir tube lip was noted. Audio/vibrate anomaly was not confirmed. Pump passed displacement and self test.